Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 4651534.

Event description:
It was reported that patient experienced ineffective therapy, one of the patients leads is fractured. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is fractured.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.